Event description:
User stated they have received some complaints about some of their sodium results being low. The user repeated all ise testing on four patient samples. All results are in mmol per l. Sample 1 initial sodium result was 124, repeat result was 137. Sample 2 initial sodium result was 124, repeat result was 141; initial potassium result was 2.7, repeat result was 3.3. Sample 3 initial sodium result was 128, repeat result was 137. Sample 4 initial sodium result was 127, repeat result was 139. The initial results had been reported, and were amended. None of the patients were treated based on the original results.

Manufacturer narrative:
The field service rep suspected there was a problem with the ise sample mechanism. He ordered a new sample mechanism and sample tubing. On a follow up visit, he replaced the seal and pipettor syringe, checked the horizontal and vertical probe alignment. He ran calibration and qc to verify the performance of the analyzer, and all results were good.